Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a screw broke during implantation. A portion remained implanted.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. During the investigation, the product lot number was not identified; therefore, the device history records could not be reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.